Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had display anomaly. Customer stated that when button was pressed the screen goes blank then a black line starts at top then rolls down to the middle to the bottom. Blood glucose value was 170mg/dl. Customer was advised to revert to back up plan per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.